Event description:
Boston scientific received information that a red alert was detected via latitude due to a low shocking impedance measurement from this patient's right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
According to our resources, the system remains implanted and no other adverse events have been reported. Efforts to obtain additional event details were unsuccessful. This product issue will be updated if additional information is received.